Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and met all release criteria. After the closure device was released, the patient became hypotensive, and a pericardial effusion was discovered. The physician performed a pericardiocentesis to help drain the fluid from the patient. The effusion was resolved, and the patient did not experience any other complications as a result. The patient is stable and expected to make a full recovery from this event.